Event description:
A nurse reported that before surgery, when pressing the syringe, the cannula came loose from the syringe and flew many feet. There was no pt involvement.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. This is the last of three reports for this facility. (B)(4).